Event description:
Boston scientific received information that a telemetry unit showed indication that the newly implanted right atrial (ra) lead had dislodged. It was observed that atrial pacing was intermittently capturing the ventricle. There was intermittent loss of capture on the ra lead. Noise was not observed on the atrial lead, except when the ventricle depolarized. The implantable cardioverter defibrillator (ICD) was reprogrammed to vvi from ddd. An x-ray was performed and dislodgement was not observed; the lead was still attached to the myocardium. However, microdislodgement could not be ruled out. Subsequently, a revision procedure was performed and the lead was repositioned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.